Event description:
It was reported that customer was unable to toggle between the number and letter keypad when entering in the transmitter ID. Customer's blood glucose (bg) level was 365 mg/dl. Reportedly, customer had elevated bg levels due to the adrenaline from a sporting activity. Customer delivered a bolus to address elevated bg levels.